Manufacturer narrative:
Exemption number e2015055. One device was received for evaluation; 1 event was confirmed during testing. One device was found to be affected by a severed cord with exposed copper wires. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device had bare copper wires exposed. One reported events occurred during testing; no patient impact